Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of band failed to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
H6: device code a050501 is being used to capture the reportable event of band failed to deploy. H11: investigation result: the returned speedband superview super 7 was inspected and found to have the ligator housing inside its packaging. Additionally, the handle was rotated 180 degrees until an audible click was heard. No problems with the handle were noted. The reported event of bands unable to deploy was not confirmed. Upon analysis, the ligator housing was inside its packaging. Additionally, the handle was rotated 180 degrees until an audible click was heard. The product analysis did not identify any evidence of the reported malfunction or defect on the device. Therefore, the most probable root cause of this complaint is no problem detected.

Manufacturer narrative:
Block h6. Device code a050501 is being used to capture the reportable event of band failed to deploy. Block h2: additional information: blocks f10 (device codes, component codes) blocks h6 (device code, component code, evaluation method codes, evaluation result codes). Correction: block h6 (evaluation conclusion codes). Block h11: investigation result. The returned speedband superview super 7 was inspected and found that only the handle was returned; however, the returned handle does not have evidence that the trip wire was secured into the handle slot and the trip wire slack was not taken up. The ligator housing did not returned for the analysis. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the instructions for use of the device were not followed, as the trip wire wasn't pulled up to take up rest of slack and the trip wire was not secured. This oversight can ultimately affect the deployment of the bands once the ligator housing is installed in the endoscope, causing the trip wire to malfunction when the handle is used to pull the bands. A labeling review was performed, and from the information available, this device was used in a manner inconsistent with the instructions for use (IFU) as the trip wire was not secured into the handle slot; however, the IFU states, "pull gently on trip wire to take up rest of slack. Stop applying tension when resistance occurs" and "secure trip wire in slot on handle unit." Based on all gathered information, the probable cause selected is cause not established

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an esophageal variceal ligation procedure performed on (B)(6) 2025. During the procedure, the physician reported the bands would not deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.